Event description:
This is an adverse event occurring in a pt with barrett's esophagus enrolled in the (B)(6) registry. Following a secondary focal ablation, the pt reported difficulty swallowing. He underwent a single balloon dilation 10 days later. Two weeks after dilation, the pt reported that difficulty swallowing had resolved. Per the physician, event severity was moderate, relationship to device procedure definite, and there was no device malfunction.